Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that an alert was generated for minute ventilation (mv) sensor disabled by the signal artifact monitor (sam) device diagnostic. Review of the stored electrogram (egm) identified a brief episode of oversensed external noise. The clinical observation was documented, and the device remains in service. No adverse patient effects were reported.